Event description:
Kimberly-clark received a report from (B)(6), stating, "while mom was brushing her teeth and swabbing her mouth, the sponge came out in her daughter's mouth. There was no injury or medical intervention required but wanted to alert us of the issue." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Based on the lot number reported, the device history record was reviewed, and it documented that the product met manufacturing specifications. An unused swab sponge in a sealed cellophane pack was received along with a swab stick that was loose and not within the cellophane pack. No description of the returned objects was provided, and currently it is not known how the returned swab and stick are associated in the incident since no additional documentation was provide with the returned sample. The investigation is ongoing; a supplemental report will be submitted if additional relevant information is identified. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Similar unused device returned.